Event description:
Patient's father reported daughter was diagnosed with a fungal eye infection in left eye. Follow-up with the treating doctors confirmed the patient was first diagnosed with a corneal ulcer and treated with antibiotics. After almost two months with not much improvement, patient was referred to a corneal specialist. The specialist diagnosed a fungal corneal ulcer based on the patient's presentation, exam, and response. All were classic for fungal keratitis even though the cultures were negative. Patient had a "crystalline keratopathy." Patient recovered with corneal scar. Vision is 20/20 with eye glass correction.

Manufacturer narrative:
The product was returned and evaluation results found the solution met all specifications for ph, tonicity, color, and clarity. A review of the lot batch records and chemical testing of the retain sample showed all requirements were met. Medical documentation does not directly relate event to a specific product or cause. Based on all information, no causal factor can be determined and no conclusion can be drawn.